Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were scheduled to received their third gastric implantable neurostimulator (ins) on(B)(6) 2017, but couldn't. It was provided that the ins had died due to normal battery depletion. The patient stated that they were really miserable since 2017-apr, and had to be put on total parenteral nutrition (tpn) in 2017-aug. They noted that they had been in the hospital more than they had been at home. There were no further complications reported as a result of this event. The indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the doctor's office had called, and they were scheduled to get a replacement. There were no further complications reported as a result of this event.